Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a charged time of 15.3 seconds and boston scientific technical services consultant (ts) discussed that this was secondary explant mechanism for patient's safety. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information received which indicates that this ICD was explanted with no replacement and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a charged time of 15.3 seconds and boston scientific technical services consultant (ts) discussed that this was secondary explant mechanism for patient's safety. As of this time, this ICD remains in service. No adverse patient effects were reported.